Event description:
Customer stated some of her blood glucose readings were not stored in the memory of the contour next link. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent .